Event description:
It was initially reported that the patient was unable to adjust stimulation and her patient programmer would not connect to her implant. The patient was also having pain at the implant site for the past two weeks off and on, but the pain was there daily now. Subsequent information received reported that patient's stimulation was no longer working. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3889-33, lot# v148762, implanted: 2008 (B)(6), product type lead, product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).